Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, unable to identify the root cause, the phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The service center was informed a customer 4k autoclavable camera head reportedly was "not working, error message. The or staff did not say which error code came up" during preparation for use. No patient involvement or harm was reported.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The reported "camera not working, error message. The or staff did not say which error code came up" could not be confirmed as the device was tested and was unable to find abnormalities in image. Unit passed all functional and leak tests. No problem were found. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.